Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarms were noted. Unable to test for excessive no delivery alarms due to the prime anomaly. The motor passed the motor test. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple motor error alarms and a no delivery alarm. Customer's blood glucose was 487 mg/dl. Customer treated his high blood glucose with insulin injection. During troubleshooting, insulin pump was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.